Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece performed as expected. Evaluation of the treatment tip found that one corner of the tip was not glued like the other 3 corners exposing an opening in the tip membrane. This damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area resulting in first degree patient burns. User manual instruct user to observe the condition of the tip during treatment. Based on all available information burns were most likely caused by no glue on the tip corner.

Manufacturer narrative:
The tip was returned for evaluation. The tip passed thermistor and leak testing. No functional test was performed due to the tip being expired. The tip failed visual inspection. The glue had come off from one corner of the tip giving rise to a sharp edge in that corner. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that during a thermage treatment a patient experienced a second degree burn on the left side of their face. The practitioner treated the right cheek for 130 reps with no issue. When the practitioner moved to the left side of the face, a popping sound was heard and a tip too warm error appeared. The practitioner continued treatment on the left side, redness appeared, but the treatment was continued for another 170 reps avoiding the area of redness. Red papules appeared, and later the central parts of the papules turned white and became blisters. An additional 40 reps were made on both cheeks and above the eyebrows. The patient was treated with cooling and steroids. The current patient status was noted as redness and blisters turned into scabs with possibility of permanent hyperpigmentation. Available photos were reviewed, redness and pin point crusts are visible. The maximum power level used was 2.0. The reporter stated they used the proper amount of coupling fluid. The tip surface was cleaned with alcohol and inspected an unknown amount of times during the procedure and no issues were noted on the tip. The popping sound was heard for the entirety of the procedure.